Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3389-40, lot# j0519177v, implanted: (B)(6) 2005, product type: lead; product ID 3389-40, lot# j0519177v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient¿s stimulation was turning off. The reporter could not remember when the issue started, but guessed it was a couple of months ago. The reporter told someone at the manufacturer ¿about a week ago¿ when initially discussing ordering a new patient programmer. The reporter explained that ¿every two months or so¿ the implantable neurostimulator (ins) would turn off. When this happened the patient was shaky and had dyskinesias. The reporter thought it may be related to the security system in the doors of the patient¿s assisted living. The reporter noted that the patient had dementia and ¿often tried to leave or test alarms and may get too close to alarm systems.¿ it was noted that this was just a guess by the reporter. The healthcare provider (hcp) checked the ins and impedances on (B)(6) 2014 and everything was functioning normally. Additional information was requested, but was not available as of the date of this report.